Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patient¿s clinic after receiving an alert notification. The clinic staff was notified that the patient's right ventricular (rv) lead triggered and alert for pacing impedance out-of-range/low. The allied health professional (ahp) at the clinic stated they were aware of the lead situation and it was noted that the lead impedance currently shows within normal range. The lead remains in use. No patient complications have been reported as a result of this event.